Manufacturer narrative:
Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set was leaking at tubing. The infusion set was used for three days. No further information available.